Event description:
It was reported that the compression thickness readout was off and the exposure didn't complete, causing the patient to be re-exposed. It was determined that the compression pot needed to be adjusted and calibrated. Once this was done the system is working as intended.